Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that before placement, they were logging into the iris console. The device would allow them to enter the login information and get to the screen with the four icons but, when they press the patient icon, the screen glitch then shut down completely. The issue occurred twice. Additional information was received stating that the screen froze for a moment and went back to normal then turned off. There was a slight delay in getting the tube placed although, no patient was involved yet.